Event description:
The customer contact reported, an adverse event while the device was in use. The tubing set was being used to deliver tpn. It was reported that the homecare pt's tubing set leaked "around the filter area." The tubing set was replaced and the therapy was resumed. The customer reported, "a short time later (days)", the pt was hospitalized with a line infection. The customer contact reported, the user facility is unaware of the source of the reported infection. On an unspecified date, the pt was discharged home on an unspecified oral antibiotic. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
One sealed device was evaluated. The device passed testing. No leakage was noted.